Manufacturer narrative:
Analysis of the logs by the investigation team revealed that the issue was caused due to a known "foib" issue. In case of failure during the acquisition of fluoro or record, there is a frozen image. During this failure the system will send x-ray without reporting any error message. The x-ray will remain with the frozen image until the operator released the pedal. Once the pedal is released by the operator, the x-ray stops as per the specification and an "abort" message is displayed after 2.5 seconds and the image will get blackend. The operator needs to do a shutdown / power up to recover the system. A field correction has been launched to update the affected units in the installed base. FDA has classified the action as a class- ii recall.

Event description:
During a service visit the field service engineer reported that dl live monitor displays a frozen image. The image chain hung. There was an error 810006 "stop sequence timed out". No reported pt incident.